Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient mentioned they were wired in the same place and the issue began years ago. Patient mentioned the first time the wires were put in they were put in the vicinity but that didn't work so they actually had to go into the spine. Agent had difficulty understanding the patient but patient did confirm they were referring to the 2 previous leads being removed. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
When asked to clarify the report of the ¿wires were put in they were put in the vicinity, but that didn¿t work so they actually had to go into the spine,¿ the patient stated that they needed more information regarding this. They had an implant and had pocket infection. This was revised and reimplanted.